Event description:
It was reported the patient received the following results within 15 minutes: 129 mg/dl with the aviva meter (system 1) and hi (= higher than the measurement range of the meter) with the guide meter (system 2).

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).